Event description:
Subsequently, the lead was explanted and returned for laboratory analysis. Another boston scientific left ventricular lead, was successfully implanted with no resulting adverse patient effects.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited high pacing threshold measurements. The lv lead appears to be capturing the atrium. A lead revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. An updated report will be filed when additional information is received.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete product with died blood and/or body fluid, observed within the lumen. Engineers confirmed deformed conductor coils at 8 separate locations, along the lead body; most likely due to the use of an explant tool during the procedure. Visual inspection concluded with no product anomalies, that would have caused or contributed to the reported clinical allegation of dislodgement. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis concluded with no manufacturing anomalies that were contributory to the reported clinical observations. Induced damages were observed and attributed to the explant procedure.